Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the evis lucera elite gastrointestinal videoscope exhibited foreign matter adhering to the surface of the tip and air/water supply nozzle pipe. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Instructions for use (IFU) chapter 5, section 5 manual cleaning of endoscopes and accessories" and "chapter 8 storage and disposal" at the time of reprocessing, especially at the time of reprocessing, confirm that the opening of the air supply water supply nozzle and the surface of the objective lens have been removed, and if any dirt remains, wash until all dirt is removed, and rinse thoroughly. Please check the handling environment, such as draining and drying the remaining water in the pipeline after cleaning. Olympus will continue to monitor field performance for this device.